Event description:
It was reported that there was a separation between the female connector (dark blue area) and the main body (light blue) of the minicap transfer set; further described as ¿the dark blue area of the transfer set was twisting out of the light blue portion¿. This occurred during use of the device for peritoneal dialysis therapy. The patient was unable to disconnect from the cassette and had to cut the patient line to disconnect from the cycler. The transfer set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number h23630081 is not recognized by baxter, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: a suspect lot number was provided: h23k30081. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted on the suspect lot number and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.